Manufacturer narrative:
The hillrom technician found som board lost contact with mcb. Per the hillrom service manual, it is necessary for the centrella¿ bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Plug the bed into a power outlet. Set the brake to neutral, and make sure the verbal and audible brake alerts operate correctly. Set the brake, and make sure the alerts stop sounding. Replace parts or adjust the system if necessary. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed in august 2021. It is unknown if the facility performed any other preventative maintenance on this bed. The technician reconnected the som board with mcb to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the bed had no audible brake not set alarm. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).